Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector not plugged in properly. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the was going to the restroom and when he went to sit down the insulin pump came out of the case and hit the floor. Now the device is not responding. He didn't recall his blood glucose level. Troubleshooting was performed for blank display and the device passed. The device didn't return after a new battery was inserted and battery cap was damaged. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.